Event description:
After successful balloon angioplasty of the distal lcx with unsuccessful stent deployment the cardiologist noted a fractured guidewire. A fragment of the guidewire,approx. 3-4 cm., was noted missing upon inspection. Attempts were made to percutaneously retrieve the retained portion of the guidewire but were not successful. After consultation with a cardio-thoracic surgeon,the decision was made to initiate dual anti-platelet therapy prophylactically. There was no injury to the patient.what was the original intended procedure?left heart catheterization with ventriculography. Bilateral coronary angiography with insertion of stent.